Manufacturer narrative:
(B)(4). The guide wire is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat in-stent restenosis of an unspecified stent in the left superficial femoral artery. During removal the command guide wire, the tip became stuck on the stent struts and a portion of the tip separated inside the patient. An absolute pro stent was deployed to embed the separated gw tip. The separated tip remains in the patient. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial filed report, additional information received indicated that the reported issue was not with a command guide wire, it was with a non-abbott guide wire; therefore no investigation was required.

Event description:
Subsequent to the initial medwatch, it was reported that the issue was not with a command guide wire. The issue was with a non-abbott guide wire. No additional information was provided.